Event description:
Allergy to latex gloves. Symptoms: wheezing, facial and orbital edema, excessive sneezing, burning throat and kemosis (conjunctival swelling). Rptr has no topical reation on her hands. Powderless gloves also cause reaction.